Event description:
It was reported that there was a problem with the sutureless connector (sc). It was indicated that the sc did not appear to be properly connected. The catheter was accessed through the catheter access port (cap) and there appeared to be a lot of pressure and very slow flow. The physician had to dis-attach the sc and re-attach it. After this was done, there was no more pressure and "good flow". It was also reported that a (B)(4) study was performed; however, the pump and catheter appeared to be working normally. It was reported that there was no patient symptoms and at the time of this report the patient was alive and without injury. The drugs delivered via pump were bupivacaine, clonidine, and fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).